Manufacturer narrative:
Results: it was not possible to tell when the marker band became dislodged or whether it remained in the pt. Investigation summary: inspection of the returned device confirmed the proximal marker band was missing. The device showed evidence confirming the marker band had been properly swaged onto the device during MFR. The device had been placed into a small vessel without use of an introducer sheath. The vessel exhibited spasm and the device could not be advanced and removal was difficult. The operating physician reviewed images taken during the procedure and found no evidence the marker band was retained in the pt. The pt had no clinical symptoms that could be associated with marker band retention and required no medical procedures or interventions.

Event description:
During attempts to place the device into the anterior tibial vein, the device became difficult to move and then kinked. The device was removed from the pt. Nitroglycerin was administered and a new device was placed without difficulty. Upon return of the device and inspection by the MFR, it was discovered that the distal marker band was no longer on the device. The physician was contacted and pt films reviewed. The marker band could not be visualized in the pt. There were no clinical consequences to the pt. It is possible the marker band came off after the device was removed from the pt, but this cannot be confirmed with certainty.